Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a sensor scan result of 305 mg/dl (trend arrow diagonal rising) compared to a reading of 142 mg/dl obtained on the competitor meter. Customer experienced seizure and a loss of consciousness. Customer was treated with honey by his mother who is also a healthcare professional. There was no report of death or permanent impairment associated with this event.